Manufacturer narrative:
Additional information will be provided once investigation is complete.

Event description:
It was reported that during a shoulder case, the plastic tip of the serfas fell into the joint. The doctor was able to retrieve the tip. Another wand was available for use and the procedure was completed.